Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occured in the (B)(6).

Event description:
Allegedly the patient presented to the surgeon with a left total hip replacement with an anka fit and procotyl ceramic on ceramic bearing with unexplained thigh and hip pain. No implant failure was reported by the surgeon and the reason for revision is due to iliopsoas tendon impingement from a proud and anti-verted cup. Original surgery undertaken in (B)(6) under (B)(6). Pre surgical plan was to remove anti-verted shell and replace with dm cup. If stem was well fixed replace neck and mpo 28mm head into stryker dm procotyl liner & cup removed using zimmer explant. Stryker dual mobility cup implanted. With 28mm medium mpo femoral head & ar/vv2 neck long. Visual examination of neck and pocket was good and surgeon informed of associated risks of re-implantation of a modular neck. All implants impacted in accordance with IFU.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.